Event description:
User reported false positive result. Negative unspecified test 24 h later at doctor's office.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4).. Investigation not complete at time of initial report. Follow-up to be submitted upon completion of investigation.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4).. Investigation not complete at time of initial report. Follow-up to be submitted upon completion of investigation.

Event description:
User reported false positive result. Negative unspecified test 24 h later at doctor's office.

Event description:
User reported false positive result. Negative unspecified test 24 h later at doctor's office.